Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that during the implant procedure, it was revealed a helix issue with the right ventricular (rv) lead. An unrelated infection was also observed. The physician does not attribute the infection to abbott devices or any procedure involving abbott devices. The atrial lead (ra) was also noted during the infection, but no resolution was reported the rv lead was not used. There were no consequences for the patient.